Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
It was reported by the sales rep that during a scaphoid fracture (left) surgeon was using a 2.5 x20mm auto fix and the k-wire broke in half inside the bone. Approximately 30 minute delay. No adverse consequence to the patient. Procedure was completed successfully. Lot number of product is not known at this time. Product will not be returned. It was discarded by the hospital.